Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel. There were concerns that this may have been due to lead insulation damage, however this was not confirmed. Basic testing was conducted; however, the noise could not be reproduced. Technical services (ts) indicated that this could be due to changes in the patient's posture and recommended follow-up. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited far-field oversensing on the atrial channel. There were concerns that this may have been due to lead insulation damage, however this was not confirmed. Basic testing was conducted; however, the noise could not be reproduced. Technical services (ts) indicated that this could be due to changes in the patient's posture and recommended follow-up. This device remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) determined that the far-field oversensing would be resolved with continuous monitoring of this patient. This device remains in service. No adverse patient effects were reported.